Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of edema and "bacterio ongoing for pus" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 8 days after injection of .5ml of juvederm voluma with lidocaine in each cheekbone, the patient developed "important oedema on both cheeks". Patient additionally developed "bacterio ongoing for pus". Patient was treated with "profenid then gibenine" and underwent a "pus exsudation by surgeon". Patient was additionally treated with orbenine which coincided with the reappearance of symptoms and was therefore replaced with "doxy", "zeclar", and solupred. Symptoms are ongoing.